Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Attempts to obtain additional information have been made; however, no more is available. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and the pad has fractured in half. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fractured instrument was received from a hospital. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.